Event description:
This case was initially received via regulatory authority(B)(6) on 03-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("chronic abdominal pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criterion medically significant), menorrhagia ("hemorrhage periods"), migraine ("migraine"), depression ("depression"), fatigue ("chronique fatigue"), loss of libido ("no libido"), disturbance in attention ("concentration decreased"), visual impairment ("visual disorders") and amnesia ("loss of memory"). At the time of the report, the abdominal pain, menorrhagia, migraine, depression, fatigue, loss of libido, disturbance in attention, visual impairment and amnesia outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, depression, disturbance in attention, fatigue, loss of libido, menorrhagia, migraine and visual impairment with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: abdominal pain analysis in the global safety database revealed 2597 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.